Event description:
It was reported that a scheduled review for this implantable pacemaker showed the right atrial (ra) lead threshold measurement has been increasing since implant. The atrial threshold has increased from 0.4v (volts) to 3.2v. There were false atrial tachy response (atr) events recorded showing farfield r-wave oversensing (ffos). The presenting electrogram (egm) shows the device operating as programmed. Further review was recommended for the atrial lead. At this time, the device and lead remain in service. No adverse patient effects were reported.